Event description:
It was reported to philips that the table was unable to pan due to a loss of power to the touch screen module (tsm) and the table controls, preventing the x-ray beam from being centered. The system was in clinical use during a stroke intervention, and the procedure was aborted. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.